Event description:
The customer reported a cgm error 42, which affected the sensor. After contacting technical support, they were guided through a complete pump reset. Following the reset, the cgm error did not reappear, and the customer successfully began a new sensor session. There was no adverse impact on the customer¿s blood glucose level.